Event description:
It was reported that the customer said the foley catheters have a pin hole on the balloon portion and can't use it. She doesn't have any more catheters. She put in a pu ex to send out a replacement a4338. Patient has used before. No lot number given. Po. (B)(4).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer said the foley caths has a pin hole on the balloon portion and can't use it. She don't have anymore caths. She put in a pu/ex to send out a replacement a4338. Pt has used before. No lot number given. Po. No- 1184999.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.